Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump buttons were not responding. Customer stated that the buttons were not responding, she removed and reinserted the batteries and it seemed working until she went to deliver a bolus and then it began scrolling up and then buttons were not responding again. Troubleshooting was done. Customer's blood glucose was 288 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.